Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was inserted properly into the header and implanted. All electrical parameters were normal. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.